Manufacturer narrative:
(B)(4). S/w (unknown). Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: pump fell on the ground from his pocket and the screen looks broken on the inside. P-cap locked in place properly during testing. Unable to perform displacement test due to cracked and bleeding lcd glass. Unable to complete a self test due to bleeding display. The following were noted during visual inspection: srcatched case. In conclusion customer allegations were confirm during visual inspection when cracked and bleeding lcd glass was noted.

Event description:
Information received by medtronic indicated that the insulin pump was fallen down and screen looks broken. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.